Manufacturer narrative:
Device used for treatment, not diagnosis. Additional product code: hwc. UDI: (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted: device is not expected to be returned for manufacturer review/investigation. Concomitant devices reported: va-lcp medial distal humerus plate (part# 02.117.701, lot# unknown, quantity 1). Phone number: (B)(4). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016 an open reduction internal fixation (orif) was being performed for a distal humerus fracture. While applying a 2.7/3.5 mm variable angle locking compression plate (va-lcp) medial distal humerus plate it was noted that a 2.7 variable angle locking screw would not lock into plate. The surgeon drilled with the variable angle guide and measured a 40mm screw, which he chose to put in. The screw did not lock into the plate. It was suggested that perhaps the screw was too long and hitting other cortex not allowing it to seat properly in the locking hole. The 40mm screw was not implanted. A 38mm screw was then selected. It also did not lock into the plate. The screw was left in the plate and surgery was moved on to be completed successfully. Patient status was reported as good/successfully. There was a five (5) minute surgical delay to exchange the screw. This complaint involve 2 part. Concomitant devices reported: va-lcp medial distal humerus plate (part# 02.117.701, lot# unknown, quantity 1) . This report is 1 of 2 for (B)(4).